Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, broken belt clip slot at the battery tube threads area, cracked battery tube threads, cracked casing at a display window corner, cracked lcd window, minor scratches on the lcd window, cracked end cap, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a cracked reservoir compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The insulin pump was returned for analysis.